Event description:
Interventional cardiologist was performing a cardiac cath and attempted to use a pronto v4 extraction catheter. The catheter would not feed along the guidewire. Reason for use: stemi.